Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high and low blood glucose levels ranging form 49 10 1200 mg/dl. Troubleshooting was performed, and no significant alarms were found in the alarm history. Further troubleshooting was not possible as the customer did not feel well and the caller did not have additional infusion sets. Nothing further was reported.